Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a device analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed the device has not been serviced prior to this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump displayed a f-49 alarm. This event occured during infusion to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.